Event description:
It was reported that, "attempting distal locking in the most distal slot, surgeon apparently snapped off tip of drill. No tip was retrieved from pt, but distal slot looked partially obstructed on x-ray. Surgeon was advised numerous times that perhaps hole was compromised, and he should attempt the next most distal hole. Surgeon continued in same hole w/ new drill and drilled thru nail, into face of c-arm, which was under pt. Surgeon then attempted to put screw in hole, after being advised to drill another hole. Implantation of screw was difficult, and was only able to be inserted to 2-3mm before cortex."

Manufacturer narrative:
Device will not be returned. Kept by hospital. No eval will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.